Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n157233, implanted: 2008-(B)(6), product type accessory. Product ID 8711, lot# n156614019, implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that a pump refill was done on the date of this report. Upon initially aspirating the pump reservoir of old drug, the healthcare provider (hcp) got back 5ml of straw-colored fluid. The hcp stopped the refill and changed needles. The hcp accessed the pump again and aspirated 12ml of clear fluid. The expected reservoir volume (erv) for this refill was 11.2ml. The hcp was then thinking about accessing the catheter access port (cap) to check for catheter patency due to the initial aspiration issues, however decided not to do so. After refilling the pump, the hcp did check the reservoir volume and was able to aspirate the amount she refilled with. The patient was receiving good efficacy. The device system was used to deliver gablofen. The cause of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.